Manufacturer narrative:
Internal complaint reference (B)(4). Xu j, liu h, lu w, li d, zhu w, ouyang k, wu b, peng l, wang d. A retrospective comparative study of arthroscopic fixation in acute rockwood type IV acromioclavicular joint dislocation: single versus double paired endobutton technique. Bmc musculoskelet disord. 2018 may 24;19(1):170. Doi: 10.1186/s12891-018-2104-9. Pmid: 29793464; pmcid: pmc5968503.

Event description:
It was reported that on literature review ¿a retrospective comparative study of arthroscopic fixation in acute rockwood type IV acromioclavicular joint dislocation: single versus double paired endobutton technique¿; after the procedure using endobutton, one patient had an infection. It is unknown how this was treated. No further information is available.